Event description:
Proceed surgical mesh was implanted in patient who underwent ventral hernia surgery. Infection developed, patient returned to surgery 23 days later for incision and drainage procedures.